Manufacturer narrative:
Initial and final MDR 2018086 - MDR 3003442380-2024-27199 - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On 12-june-2024, it was reported that the patient encountered 4 infusion sets cannula kinked events on 19-june-2024 and 23-june-2024 within 3 hours after insertion. Infusion set was in use for little less than a day 18 hours. The site of insertion was 1 on arm, alternating between abdomen and arm. The blood glucose was reported 400 - 420 mg/dl and treated with multi-daily injection (mdi) and walk. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information